Event description:
On (B)(6) 2014, I underwent a bilateral hernia repair with mesh. Since the procedure was done, I have experienced great pain in both sides of my groin-area. I have seen dr. (B)(6), our (B)(6) health-care provider, several times, about the issue. All I am being giving is motrin which are not effective in this matter. I still continue to have swelling, pain, discomfort, and mental anguish. I would appreciate a more assertive, approach. At this time, I've been receiving the poorest of medical care. My daily functions are problematic. For me, due to the constant pain, as I mentioned earlier in this appeal. On (B)(6) 2014, I underwent a bilateral hernia repair with mesh. As of today, I am having complications with the procedure, as of pain and discomfort, due to the mesh - device. And I've this pain since the surgery. I've seen our primary care physician quite a few times. Concerning this issue. But my physician, dr. (B)(6), could only provide with (naproxen 500 mg), which are no avail. I then was seen by an outside surgeon who administered the prior surgery. I was informed by the surgeon that there was no problem with the repair, as he could see. This is after I requested, correction surgery. I also requested from our ((B)(6) primary care provider dr. (B)(6)) that she see me once a week, to keep an eye on the situation that is causing me great pain. I was also denied that request. I am in education, trying to pursue my (ged) that is extremely difficult, due to the distraction I'm experiencing, because of the pain. Having a bowel-movement is even painful. I'm also taking stool - softeners. At this point, I am requesting correction surgery or therapy to alleviate the pain to stop. Before my hernia repair with mesh, I was in pain. Now after the surgery, I'm no better. The pain and mental anguish I'm experiencing is affecting my quality of life. I'm even open to removing the mesh - device. If that, will solve my problem. Please, this is (cruel and unusual punishment), denying me a remedy. I'm not being treated according to ((B)(6)). I have been seen the doctor 4 or 5 times and was transported an outside medical facility for ultra sound, however, the aforementioned side effects have not been abated. Furthermore, said side effects are becoming increasingly problematic. Over the counter medication (I. E., ibuprofen 800) does not help. The pain and suffering resulting from the lack of effective treatment is causing mental anguish. (B)(6).